Event description:
Inserted a new insulin cartridge and was priming the device when reporter noticed that it was taking a long time to prime the device and that insulin was leaking into the insulin cartridge compartment of the device. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received. Patient switched to back-up device.